Event description:
According to the available information the physician implanted the first static anchor on the patient's left side without issue. Then the dynamic anchor was implanted on the patient's right side, when the sling was tensioned the suture broke away from the mesh leaving the dynamic anchor in the patient's obturator membrane. The physician cut the other side and implanted a new sling without any problems.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. (B)(6) was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.